Manufacturer narrative:
Rmf 0003 rev 39 line 12.73.1. - resorption or osteolysis, with known or suspected infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported: op: c4/5 tdr (pro-disc) + replacement (revision) of c5/6+c6/7 m6c - replacing with prism borealis auilia acdf implants. Osteolysis diagnosis and mechanical failure of the prosthesis on both levels c5/6+ c6/7 . Implantation time frame 1st - (estimate year- 2015) c6/7 - implanted in wa 2nd - (estimate year- 2017) c5/6 - implanted by j. Papacostas - qld . Findings during removal -found a big granuloma in front of c5/6. Sample taken and sent to pathology ( c5/6 granulation tissue). Removed c6/7 first (in parts) followed by c 5/6. (Intact implant)

Manufacturer narrative:
Rmf 0003 rev 39 line 12.73.1. - resorption or osteolysis, with known or suspected infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted. Based on the inspection of the retrieved m6-c, in the absence of clinical data, radiographs, or radiographic analysis, the cause of this event was unclear. The endplates and sheath were intact, though a loss of retention was noted. Further, in vivo damage to the fiber construct was visible, though it could not be fully inspected. The core appeared to be present between the endplates, as they were not in contact. While it is clear that in vivo damage had occurred, destructive analysis is necessary to inspect the fiber construct and the core to determine if mechanical failure had occurred. It is unknown if infection was suspected or confirmed, which may have contributed to the reported osteolysis. Further, the patient had an additional device at an adjacent level (pe 24-52-b) which may have contributed to the removal of this device. Therefore, the failure of this procedure and the removal of this device was not clear, particularly in the absence of additional clinical information or radiographs.

Event description:
It was reported: op: c4/5 tdr (pro-disc) + replacement (revision) of c5/6+c6/7 m6c - replacing with prism borealis auilia acdf implants. Osteolysis diagnosis and mechanical failure of the prosthesis on both levels c5/6+ c6/7. Implantation time frame 1st - (estimate year- 2015) c6/7 - implanted in (B)(6). 2nd - (estimate year- 2017) c5/6 - implanted by (B)(6). Findings during removal -found a big granuloma in front of c5/6. Sample taken and sent to pathology (c5/6 granulation tissue). Removed c6/7 first (in parts) followed by c 5/6 (intact implant).